Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that patient images could not be imported through the pacs server. There was no patient involvement.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the there was a software failure with importing exam. The wrong navigation network information was saved in pacs. The navigation information was changed in pacs and the patient images could be imported. (B)(4). If information is provided in the future, a supplemental report will be issued.